Event description:
It was reported that the pistons are not functioning with the reservoir on the customer's insulin pump. The customer also reported that their insulin pump has a low battery life. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, and off no power test. No unexpected low battery alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.